Event description:
The customer ran blood glucose tests on 2 contour next ez meters and received readings of 110 and 255mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.